Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low and high blood glucose levels and multiple no delivery alarms. The customer's blood glucose was high at 408 mg/dl, then she treated with 11.1 units of insulin from the insulin pump and food, and the blood glucose reading dropped to 45 mg/dl. Customer declined to troubleshoot for the alarm. The customer also reported that she was in the emergency room due to a 565 mg/dl blood glucose level, and was treated with manual injections. Customer was wearing the device at the time of visit. Customer stated that in order to prepare for a colonoscopy, she was not allowed to eat which caused her blood glucose readings to go high. Nothing was replaced or returned.